Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2012. According to the complaint, during the procedure, the catheter kinked so the physician ripped the device from the scope to remove it; however the distal tip detached inside the scope. The tip slid down the guidewire and fell into the patient right at the end of the scope into the duodenum and was retrieved by a snare. Another balloon was used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) - the reported event of distal tip detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.